Manufacturer narrative:
This device was electively replaced and has not yet been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibiting noise with activity which lead to pacemaker inhibition and syncope. A lead revision was performed where it was discovered that the helix would not retract and conductor fracture was suspected. The rv lead was surgically abandoned and a new lead was successfully implanted. To date, no further adverse patient effects were reported.